Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aortic aneurysm. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. However, when dilatation was performed inside the graft, the balloon ruptured. The device was simply removed and completed with another of same device. No patient complications reported.